Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately three years and four months following the implant of this transcatheter bioprosthetic valve, the valve was explanted and replaced with a medtronic surgical aortic valve due to moderate-severe central aortic regurgitation. Additionally, it was reported that a pre-implant balloon aortic valvuloplasty was performed due to calcification during the initial implant procedure. No additional adverse patient effects were reported.

Event description:
Additional information was received that the moderate-severe aortic regurgitation was first observed 17 days following the implant of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside a hospital specimen jar submerged in a cloudy solution. All three leaflets were tan. The start of leaflet dehiscence was noted on the superior coaptive junctions (scj) of leaflets 1 and 2 approaching commissure 1-2. There is a hole approximately 4.0mm in length and 2.5mm in width observed on leaflet 3 (l3). The tissue adjacent to the leaflet degeneration (hole) showed signs of possible abrasion. The layer of the off-white pannus is encapsulated. Commissure 3-1 appears intact. Commissure 1-2 appears intact. A layer of glistening off-white pannus encapsulated commissure 2-3. All leaflets were in a closed position with a gap at the point of coaptation. A bent c paddle was noted on the frame. Paddle one appeared bent. Bent struts were noted on the outflow crown of the frame. Pannus growth adhered to the outflow surface of the frame extending into the margin of attachment of all leaflets. Glistening off-white pannus lined the inflow crown extending into the inner lumen. Remnants of off-white pannus were found on the outer aspect of the valve. Radiographic imaging showed no evidence of frame fractures. Radiographic imaging revealed calcification on the outflow. Updated data: d9. H3. H6. Corrected data: b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.